Event description:
Boston scientific received information that one day post implant, this right ventricular lead exhibited loss of capture. The physician stated that during implant the day prior, a lead body kink had been observed; however, the lead was implanted in the absence of adverse patient effects. System reprogramming to maximum amplitude and pulse width, failed to improve capture thus the physician suspected the lead had dislodged and surgical intervention then performed. The rv lead was explanted at this time and intended to be returned for a post market assessment. No further adverse effects resulted.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed that the distal tip was bent at a 24-degree angle between the helix housing and electrode ring. Resistance and pressure testing was then performed on the lead, verifying the electrical performance and insulation integrity. Analysis confirmed the allegation of a kink in the lead but did not identify any device characteristics that would have caused or contributed to the observed loss of capture. Additionally, it is unknown if the bent lead tip could have contributed to the suspected dislodgment.